Event description:
User reported false positive result. Negative rapid test later that day. Negative pcr few days before. No additional testing after.

Manufacturer narrative:
Additional information: b5: event description to include asymptomatic and vaccinated.

Event description:
User reported false positive result. Negative rapid test later that day. Negative pcr few days before. No additional testing after. Asymptomatic. Vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative rapid test later that day. Negative pcr few days before. No additional testing after.